Event description:
Hydroset injected into bone void of distal radius did not set/harden. It was removed from bone void via surgical suction tube.

Manufacturer narrative:
Actual device is not available to stryker for investigation.